Manufacturer narrative:
One (1) expedium si quick-connect polyaxial screwdriver [product code: 2797-12-400, lot no: mi44903] was returned to the (B)(4) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver¿s distal tip breaking cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) inserted viper cortical fix screws in the pedicles of t10-ilium posterior construct. He placed screws in every pedicle between t10-ilium (t10-l5, s1 and iliac screws). After successful placement of the screws he continued with his surgical plan of correcting the patient's sagittal kyphofotic deformity utilizing a cantilever technique of insitu bending the rods in conjunction with smith-peterson osteotomies. Upon manipulating the 5.5 cocr rod from the ilium to cephalad on the first working rod (patient left), one of the cortical fix screws at l3 was a little proud in comparison with the alignment of the other screws. Dr. (B)(6) requested the expedium spring-loaded screws driver to re-engage the screw to screwdriver interface inside the t20 shank, without threading it into the tulip head. He torqued the screwdriver and encountered resistance from the bone to screw interface. He proceeded to drive the screw further into the pedicle. The tip of the screwdriver (t20) broke inside the screw. The fragment of the screw driver tip was recovered and there was no delay in surgery. The surgery moved forward as planned.